Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the mildly tortuous and severely calcified left anterior descending artery (lad). A 10mmx2.25mm wolverine cutting balloon monorail was selected for use. During the procedure, the balloon ruptured upon initial inflation at 6 atm for about 3 to 5 seconds. The balloon was removed from the patient's body without any problem using the normal method and the procedure was completed with another of the same device. No patient injury was reported and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).